Event description:
It was reported that a fast ventricular tachyarrhythmia (fvt) episode collected on carelink appeared non-physiologic. The patient was sleeping at the time and does not recall any symptoms. No patient complications have been reported as a result of this event.

Event description:
It was reported that a fast ventricular tachyarrhythmia (fvt) episode collected on carelink appears non-physiologic. The patient was sleeping at the time and does not recall any symptoms. No patient complications have been reported as a result of this event. It was also reported that the device was explanted and replaced to alleviate patient pain. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the device was returned, analyzed and no anomalies were found.